Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed insep magnet being missing from rare of drawer. A field service engineer replaced the insep magnet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failure on station jaed (jaed_main drw 6). The customer stated that there was 30 minutes to 1 hour delay in getting medications needed for a patient. There were no adverse events or injuries reported based on this incident.